Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump miscalculated a correction bolus and 15 units of insulin was delivered. Customer's blood glucose level ranged from 121 mg/dl to 361 mg/dl. Tandem technical support reviewed the pump data logs and determined that the pump correctly calculated the correct dosage of 1.06 units; however, the bolus was overrode by the user to a value of 15 units and the bolus was delivered. The customer denied performing the bolus override, and maintained the pump incorrectly calculated the bolus. Reportedly, customer continued to use the pump for insulin therapy.